Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed in the log and during initial device testing. However, after disassembling the device to determine root cause, the report was no longer seen. Based on the errors seen in the log, the analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the device displayed "defib fault 72", "defib fault 95", "defib disabled", and "pacer disabled" messages.